Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes "black" foreign matter was discovered in the tube. This occurred with 3 tubes from lot# 2292067 and 2 with lot# 2321370. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. The the black dot was noticed in the inner wall of collection tube before use.

Manufacturer narrative:
H.6. Investigation summary: material #: 367856. Lot/batch #: 2292067 & 2321370. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A black particle was observed on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been an increased awareness for cleanliness and reduction of foreign matter in the plant. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes "black" foreign matter was discovered in the tube. This occurred with 3 tubes from lot# 2292067 and 2 with lot# 2321370. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. The the black dot was noticed in the inner wall of collection tube before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; d.9:device eval by manufacturer? Yes; d9: returned to manufacturer on: 2023-october-27. H.6 investigation summary bd received a total of five (5) samples and three (3) photos for investigation. The samples and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A black particle was observed on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been an increased awareness for cleanliness and reduction of foreign matter in the plant. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer k2 edta (k2e) 5.4mg blood collection tubes "black" foreign matter was discovered in the tube. This occurred with 3 tubes from lot# 2292067 and 2 with lot# 2321370. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. The the black dot was noticed in the inner wall of collection tube before use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2292067. D.4. Medical device expiration date: 29-feb-2024. H.4. Device manufacture date: 19-oct-2022. D.4. Medical device lot #: 2321370. D.4. Medical device expiration date: 31-mar-2024. H.4. Device manufacture date: 17-not-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.